Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indications for use were non-malignant pain and failed back surgery syndrome. It was reported that the patient was having trouble charging their recharger. The patient stated that everything was working, but when they went to charge the unit in the wall, it didn't charge. The patient stated that they had called their doctors office because they were in a lot of pain; the patient claimed that the pain had nothing to do with the inner workings of their stimulator but instead was from the lack of stimulation. The patient stated that their recharger was dead and that they have tried charging 3 times for 24 hours; patient noted that they usually charge every night laying down on the disc part of the charger. The patient mentioned that when the stimulator worked it provided outstanding relief, but now is not providing any relief. The patient stated that this device gave them life back and that they are so thankful for it. The manufacturer's patient services specialist (pss) had the patient inspect their desktop charger cord for any visible damage; the patient stated that it looks like the part of the plug in that goes into the recharger is slightly bent. When asked for an event date, patient stated that these issues started about a week and a half to 2 weeks ago. A replacement desktop charger was sent out. No patient symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: (B)(6)); product type: 0213-recharger; UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.